Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty removing the air bubbles between the syringe and the needle tip during routine cartridge changes. The customer's blood glucose level was not impacted. The customer was not having an air bubble issue at the time of the report. Tandem technical support reviewed the air removal steps with the customer.